Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. The device was found to have not caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000665 g7 pps ltd acet shell 56f lot number: 7274548, 574101060 femoral stem cementless collarless standard offset 12/14 taper size 6 lot number: 3069376, 30123606 36mm i.d. Size f high wall liner lot number: 65588037. Foreign source: denmark. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 00361, 0001822565 - 2023 - 00359. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an intra-operatively induced fracture of the femur that likely occurred during implantation of the femoral stem. The anterior calcar fracture was discovered intra-operatively and treated right away with a cerclage wire. The distal periprosthetic femoral fracture (fracture number 2) was discovered on post-operative x-ray, which was taken on the day of surgery. The distal periprosthetic femoral fracture was treated conservatively (no weight bearing for 6 weeks) there were no contributing factors. No additional information was available at the time of this report.